Event description:
A customer contacted global technical service (gts) regarding a system error 2267 alarm that appeared on the home choice (hc) during dwell, indicating air or fluid had entered the setup. The alarm was cleared by cycling power. There was an open clamp on an unused supply line. Gts reviewed proper procedures with the home patient (hp). Product surveillance spoke with the hp's nurse. The nurse said that the hp hadn't had any problems since the incident. The nurse was not aware of the use error, but said the hp did not usually make mistakes. The nurse said the hp had not yet been in for her weekly visit but that when she came in they would remind the hp about proper clamp usage. No patient injury or medical intervention was reported. The patient was involved but there was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (air or fluid in set) was not confirmed; however, per the complaint information the root cause was air being sucked into the disposable due to an open clamp on an unused supply line. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The complaint for system error se 2267 (fluid and air in set) occurred during dwell 2 was not confirmed; however, per the complaint information the root cause of the se 2267 is due to air being sucked into the disposable because there was an open clamp on unused supply line. There was no allegation of malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This review finds the labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.